Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported stimulation is not providing effective pain relief. Adding a cycling program only provided short term relief. The pt also reported the stimulation was irritating his pain. The physician has ordered a stimulation holiday, adjusted pharmaceutical interventions and refered the pt to a rheumatologist. No further info is available at this time.